Event description:
It was reported that the patients ipg was no longer charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. No device malfunction was suspected. The patient was doing well postoperatively. The device is not available for return; therefore, a technical product analysis of the device could not be completed. The device was not returned for analysis; therefore, a technical analysis could not be performed.